Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004, patient with pre operative diagnosis of l5-s1 herniated nucleus pulposus, vertical instability and obesity underwent anterior l5-s1 diskectomy and fusion with femoral allograft an rhbmp-2, anterior internal fixation l5-s1 bone graft. Per operative report: ¿¿using interspace shaper, interspace was sequentially enlarged beginning at 12 mm and progressing to 14 mm. Bone and soft tissue debris was removed using pituitaries. Next a bone graft which was an allograft from the femoral shaft was selected. A 14-mm femoral shaft allograft bone graft with a central core of rhbmp-2 collagen sponge which had been previously prepared was inserted and recessed. Next a 30 x 6.5 ao titanium screw with washer was inserted into the anterior superior aspect of the sacrum and was subsequently countersunk into the l5-s1 bone graft. The patient was subsequently brought out of the jackknife position and a lateral x-ray was obtained, documenting bone graft and implant to be in acceptable position. Next a very small keyhole was made in the lateral aspect of the bone graft and the remainder of the collagen sponge impregnated with bmp was subsequently placed surrounding the bone graft laterally. The patient tolerated the procedure well.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.